Manufacturer narrative:
A product development investigation was performed. The complained item was forwarded to the responsible sustaining engineer for evaluation. The returned device have been tested and no dysfunction could be observed: no component is loosed or broken; some wear and scratches not impacting the function are visible; the chuck can be closed and opened; the chuck is revolving smoothly and freely ¿clicking¿ as expected and foreseen in the open state; a nail can be firmly hold, the inserter open afterwards and the nail removed; no excessive forces are needed to use the inserter and no unusual noise and sound can be heard. The described dysfunction can't be replicated. For the above listed reasons the returned device can be considered as safe and functional and the complaint can be rated as not confirmed. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown device is an instrument and is not implanted/explanted. Phone number: (B)(6). Manufacturing location: (B)(4). Manufacturing date: august 18, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a chuck of a titanium elastic nail (ten) inserter got stuck and could be only be opened with increasing effort. As a result the surface was damaged; there are scratches on the plastic handle. The issue occurred intra-operatively, but there was no prolongation of surgery and no patient harm was reported. This is report 1 of 1 for (B)(4).